Manufacturer narrative:
E.1.: initial reporter facility name is (B)(6). H6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde procedure (ercp) procedure performed on (B)(6) 2025. During the procedure, the wire at the front end of the basket was fractured. The procedure was completed with another same device. There were no patient complications as a result of this event. The procedure at the conclusion of the procedure is stable.

Manufacturer narrative:
Block e1: initial reporter facility name is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block a1 patient identifier, and block e1 initial reporter first name and email has been updated based on the additional information that was received on (B)(6) 2025.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the wire at the front end of the basket was fractured. The procedure was completed with another same device. There were no patient complications as a result of this event. The procedure at the conclusion of the procedure is stable.